Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 309201 (lot: unknown); product type: 0215-screening device; implant date: (B)(6) 2025; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the pain had pain, discomfort/soreness/pinching. The issue was resolved. Patient stated they were taken via ambulance to the hospital for CT and MRI. The neurologist thinks that it is piriformis syndrome. Patient had severe glute and leg cramps on right side only after the pne procedure was completed. The procedure was very simple and was very easy for the wires to be placed through the foramen needle. The healthcare provider(hcp) easily found the spot and didn't have to try many times to get the needle in the foramen. The patient was under local anesthetic only, and didn't complain of pain during the procedure. As the patient was about ready to leave the surgery center, they stated they couldn't walk because of severe leg and glute cramps only on that side. It didn't subside, so they made the call to transfer to ER. Additional information was received from a manufacturing representative on 2025-apr-14. It was reported that there is a call being scheduled with medical safety team and the healthcare provider (hcp).